Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely misuse of the users caused the event to occur. However, a definitive root cause could not be determined. The reported phenomenon might be prevented by following the instruction manual stated below. Instructions: evis eus ultrasound bronchofibervideoscope. Olympus bf-uc190f chapter 2 "function and inspection of the accessories for reprocessing". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. A field service engineer, fse, visited the customer's facility to perform a facility review of the central sterile department scheduled with the central sterile processing educator. The educator had received the bronchofibervideoscope for reprocessing. The scope was removed from transport container and leakage testing was performed. Once the scope passed leakage testing, and the leak tester was properly removed, the educator began manually cleaning the scope using detergent. The exterior of scope was wiped clean; he then began brushing the suction channel and instrument channel using a channel cleaning brush manufactured by storzs. Once both channels were cleared of any debris, he began aspiration of the scope. The fse had informed the educator that he still needed to brush the suction cylinder and instrument channel port, balloon channel and the balloon grooves on the distal end. Using an ipad, the fse downloaded the reprocessing manual and wallchart to better explain and show the necessary steps for reprocessing the bronchofibervideoscope. After showing the educator the steps, they proceeded to brush the suction cylinder and instrument channel port using combination cleaning brush olympus, bw-412t. They also brushed the irrigation port of the balloon channel, but did not brush the actual balloon channel within the insertion tube. The fse had referenced to the reprocessing manual and explained the steps outlined for cleaning the balloon channel. The educator had mentioned he was unaware of needing to brush the channel and was unaware of the required brush needed for this process. Available staff was asked for assistance in locating the brushes. Brush bw-400b was found to complete cleaning of balloon channel. They were shown how to brush and clean the distal end balloon grooves. The facility uses scope buddy unit to complete aspiration and flushing of channels. The educator was instructed to follow manufacturer instructions for use of the scope buddy. Aspiration was then completed followed by flushing detergent into endoscope channels. Second sink was prepared with clean water for rinsing. Once rinsing with water was complete, the endoscope went through an air purging phase using the scope buddy. The endoscope was then sent to aer (automatic endoscope reprocessor) for high-level disinfecting, due to discrepancies and staff member being unaware/not familiar with brushing the balloon channel. The fse consulted with the regional sales manager(rsm) over this case, and the rsm had stated to proceed with providing in-service over reprocessing of the bf-uc190f to make sure all staff are aware of brushing the balloon channel and all other required steps. With assistance from the director of central sterile processing department, available staff was rounded to have in-service over bf-uc190f. In-service covering manual cleaning of the bf-uc190f was given. Using the wallchart as a reference, all steps required for reprocessing bf-uc190f were covered. Staff did mention during in-service that they do brush the balloon channel and are aware of the necessary steps required for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchofibervideoscope was improperly reprocessed during the facility review service. It was observed that the staff member did not brush the balloon channel as they were unaware of this step. This occurred during reprocessing, and there was no report of patient harm.